Event description:
A user facility biomedical technician (biomed) reported that the blood pump on a 2008t machine cut through the fresenius combi set bloodlines during a patient¿s hemodialysis (hd) treatment, causing a blood leak to occur. Additional information was requested, however, to date a response has not been received. The patient¿s estimated blood loss (ebl) was not provided. Upon initial reporting, it was not stated if there was patient injury or medical intervention required as a result of this event. It is unknown if the patient was able to complete treatment. The complaint device is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. As a serial number could not be determined, device history and manufacturing records could not be reviewed. However, an on-site evaluation was performed by a biomedical technician (bmet). The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the bmet reported that the blood pump on a 2008t machine cut through the fresenius combi set bloodlines during a patient¿s hemodialysis (hd) treatment, causing a blood leak to occur. Therefore, the complaint event was confirmed.

Event description:
A user facility biomedical technician (biomed) reported that the blood pump on a 2008t machine cut through the fresenius combi set bloodlines during a patient¿s hemodialysis (hd) treatment, causing a blood leak to occur. Additional information was requested, however, to date a response has not been received. The patient¿s estimated blood loss (ebl) was not provided. Upon initial reporting, it was not stated if there was patient injury or medical intervention required as a result of this event. It is unknown if the patient was able to complete treatment. The complaint device is not available for return for physical evaluation by the manufacturer.